Event description:
It was reported to medtronic minimed that the customer experienced issues with the transmitter connecting to the sensor, no lights observed on the transmitter, and a pump restart was performed in an attempt to re-pair the transmitter. The customer experienced a hyperglycemic event with a blood glucose value of 16 mmol/l that persisted for more than four (4) hours. The customer stated that the hyperglycemia was treated with a pump correction. The event involved product(s) mmt-7841zw. Troubleshooting was performed for no lights observed on the transmitter allegation, and the customer confirmed that the transmitter had been fully charged. However, the led did not blink upon disconnection from the charger. Troubleshooting was performed for issues with the transmitter connecting to the sensor allegation; the existing pairing was deleted/ unpaired, and the pump was prepared to reestablish the communication with the transmitter, but the pump alerted with "device not found". The pump and transmitter would not pair after troubleshooting. The customer was informed transmitter might not be working. Troubleshooting was performed and, it was found that customer was using the insulin pump system within 48 hours of the reported event and the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for the hyperglycemia event, and it was determined that the customer was using the insulin pump system within 48 hours of the reported event. However, it could not be confirmed whether the auto mode/smartguard feature was enabled at the time of the event. No further patient complications were reported. No product return was required for mmt-7841zw.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.